Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon arrival, the fse was able to reproduce the right eye in hrsv monitor is black. No image at all. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The fse was able to disconnect the cabling to the monitor and plug into the new monitor and upon power on right eye monitor had image. Fse was able to complete system verification and use the simulator to test drive and test image since no scopes were available for the fse to use. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis investigation found no image on the monitor and the main board was defective.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right eye was very dim/black. The clinical sales representative (csr) called in after the procedure to report that the right eye in the secondary surgeon side console (ssc) was dark/not visible at all. The caller stated that they tried power cycling and the issue persisted. The technical support engineer (tse) had the caller perform a hard cycle on the ssc and reseat blue fibers and the issue persisted. The tse reviewed logs and found 119 codes in the logs. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The issue was with the second console in the room. There was no injury to the patient. Troubleshooting was performed with the tse, but the issue persisted. The fse went on-site, and the monitor was replaced. The system was not inspected prior to use and no issues were seen during the setup. The surgeon was using console 1 the whole case, console 2 had the issue and the resident mentioned the issue. There were no post-op complications. The procedure was not recorded.